Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of an inability to communicate with the device using rf telemetry was confirmed in the laboratory. The device was tested on the bench and an rf module anomaly was found. The cause of the reported rf telemetry anomaly was an rf module anomaly. (B)(4).

Event description:
It was reported that a device failed to interrogate with antenna. The device was replaced.